Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was exhibiting a monitoring voltage of 2.92 in september 2005, 2.83 volts in december 2005, and 2.65 in february 2006. The charge time was reported to be 13.1 seconds and the patient was pacing in the ventricule at 60 beats per minute approximately 50% of the time. The only shocks recorded were at the implant procedure. No adverse patient symptoms were reported.